Event description:
Per the clinic, the patient experienced an infection (specific date not reported) and was subsequently treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on december 12, 2022.